Event description:
A (B) (6) male patient contacted zoll lifecor customer support service to report the monitor would not reset when pushing both response buttons. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor would not respond when the response buttons were pressed. The cause for the monitor not responding was a defective front response button, on the monitor, that operated intermittently. The front response button is one of the two electromechanical button switches that allow the patient to interact with the monitor device. The response button, as received from the patient, was physically damaged where the response button cover was missing. The root cause for intermittent front response button was not positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.